Manufacturer narrative:
Manufacturer's report date: 03/23/2011. (B)(4). The biomed reported in a follow up call that she found the check valve was allowing the secondary to back up into the primary. The biomed stated they did not want an investigation, but wanted to report what they found. No set model or lot number was provided. The set will not be returned as it was discarded.

Event description:
Biomed reported that a nurse was programming in basic infusion and experienced a "free flow." The nurse was uncertain what was happening. The nurse did not program in guardrails. There was no patient harm and medical intervention was not required.